Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent an unknown procedure with unknown saline breast prostheses. Bilateral deflation was reported. As a result, the patient underwent removal on (B)(6) 2018. This medwatch form is for the left breast prosthesis.